Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 17.6, hardware: iphone12.8, cgm sensor type: g6.

Event description:
It was reported by the patient that the blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. New information stated that there was a possible medical event but no details were provide on what exactly happened. No information was provide about the patient symptoms, how the patient was treated and the duration of the event. Three follow ups were attempted but no new information was provided.